Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. A follow up report will be submitted within 30 days from the date that this report was sent. A review of the device history record and the product release decision control sheet of the involved product/lot # combination confirmed there were not any indications of production related problems or any discrepancies in the inspection/test results. A search of the complaint file did not find any other report with the involved product/lot# combination. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Manufacturer narrative:
This report is being submitted as follow-up # 2 for mfg. Report #9681834-2015-00146. The actual device is not available and the evaluation is not yet complete. A follow up report will be submitted within 30 days from the date that this report was sent. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 2 for mfg. Report #9681834-2015-00146.

Manufacturer narrative:
(B)(4). The actual device is not available, therefore the investigation was based upon evaluation of user facility information and the retention sample from the involved product/lot combination. Visual inspection did not find any anomalies in its total appearance. Magnifying inspection of the platinum coil segment did not reveal any anomalies. Magnifying inspection of the stainless steel coil segment did not reveal any anomalies. The outer diameters of the platinum and stainless coil segments were confirmed to meet manufacturing specifications. A review of the device history record and the shipping inspection record of the involved product/lot# confirmed there were not any indications of production-related problems or discrepancies in the inspection results. A search of the complaint file found another similar report with the involved product/lot# combination received from the same facility. Refer to MDR no. 9681834-2015-00147. Although the exact cause cannot be determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the instructions-for-use, which states: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip damage to the dilatation catheter, or damage to the vessel. Manipulate the runthrough ns carefully when crossing it through a deployed stent. Stent migration, stent deformation, or breakage or separation of the runthrough ns may be caused if the runthrough ns is caught by the deployed stent." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Results will be provided once the evaluation is complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up.

Event description:
(B)(4).

Event description:
The user facility reported wire damage during a procedure. Follow up communication with the user facility reported the following information: (1) the tip of the wire broke off during a procedure; and (2) the patient is reported as doing fine.